Event description:
The customer stated she was taken to the emergency room due to low blood glucose. No blood glucose reading was reported for the event. The customer stated she was sweating and seeing black spots prior to calling the paramedics. Troubleshooting was performed and the insulin pump was programmed correctly. No exposure to large magnetic fields reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.